Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding an external device from a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had not been able to bolus since friday or saturday. They stated they usually bolus every 4-5 hours and since they haven't been able to bolus they are in a lot of pain. The patient reported that their communicator has been plugged in all weekend and the battery indicator light has not changed from amber and will not power on. They added that the communicator has not been dropped or gotten wet. A new communicator was requested. Additional information was received from a consumer on 2025-08-27 and it was reported that it wouldn't charge - 'when she got it to deliver a bolus, it would only go to 90% and stop. It was reported so they got another communicator and followed the instructions to pair it and it gave me the right serial number, but now, it was doing the same thing, it was retrieving pump settings to 90% and it stops and clarified the communicator was replaced, but the patient was still having the same issue. It was reported that earlier today, the caller and the patient attempted to request a bolus with like five boluses left, but when they went to request the bolus, it went back to the little circle that said 90% and stated the bolus did not appear to go through. When the agent inquired about the event date of telemetry delay, caller stated about 5-6 days. The agent assisted the patient in clearing data. The caller briefly saw no device was found but patient did not have communicator on and over the pump. Caller/patient then was able to connect well to the pump without issue. The caller read a three hour and 40-minute lockout but stated patient had not bolused in days. It was reported: 5 boluses left locked out: lockout duration in effect bolus duration: 2 minutes lockout duration: 4 hours bolus restriction window: 1 bolus / 4 hours boluses per day: 6 agent reviewed considerations, and caller understood the lockout correlates with the previous bolus attempt made shortly before calling. It was reported the patient may not be feeling the effects of the bolus but had difficulties answering the agent's questions and navigating equipment throughout call. It was noted the patient had a combo of medicines in the pump but names unknown. The patient would call back for assistance as needed.